Event description:
A customer observed repeatable negative ahbc results for a pt sample tested on the eci analyzer. The result did not agree with results from other assays and OEM methods. The result was not reported. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostic inc.

Manufacturer narrative:
Investigation into this event showed that there was no evidence of analyzer malfunction. The customer reported that qc results were acceptable. The root cause of the event could not be determined.